Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was 500 mg/dl at the time of incident. The other blood glucose level was 300 mg/dl. The customer treated high blood glucose with manual injection. The customer states they cannot read the screen which hard to see. The insulin pump will not be returned for analysis.